Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the three infusion set was leaking due to which hyperglycemia occurs since last 20 hours infusion set was in use. High blood glucose level was 300 mg/dl. No further information was available.